Event description:
The customer reported that during a liver ablation procedure, they experienced temperature unstable issues. The radiologist had to extend the procedure more than 30 mins in order to complete it with another needle. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.